Event description:
It was reported that this patient presented at follow up appointment. A computerized tomography (CT scan) revealed that this right atrial lead had perforated the heart wall. As a result, the patient was hospitalized and a lead revision was performed. The lead was removed and replaced. This lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported allegation from the field.

Manufacturer narrative:
The device has been returned to boston scientific. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient presented at follow up appointment. A computerized tomography (CT scan) revealed that this right atrial lead had perforated the heart wall. As a result, the patient was hospitalized and a lead revision was performed. The lead was removed and replaced. No additional adverse patient effects were reported.